Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02074. It was reported that shortly after the implant the patient lost coverage. Patient reportedly lifted a heavy bag and lost simulation. Physician mentioned leads may have moved laterally (x rays did not show leads migrated). Reprogramming was attempted to no avail. Surgical intervention was undertaken ((B)(6) 2018) to have the entire system explanted and replaced. Patient had good coverage.